Event description:
It was reported, "incident on the same patient infusing blinatumomab that happened last night. Per the nurse on days, the tubing felt stiff and then cracked. The patient had roughly 19 days of infusion before experiencing issues with the needles." No other information was provided. Additional information 05/30/2024: it was reported patient had to be re-accessed but no harm noted at this time. It was reported this occurred with four devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged tubing could not be confirmed. The product returned for evaluation was one 20 g powerloc max infusion set without y-site. The sample was leak tested by flushing the luer port using water and a 12 ml syringe. No leaks were identified. The unit was then microscopically inspected and no damage was identified. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "incident on the same patient infusing blinatumomab that happened last night. Per the nurse on days, the tubing felt stiff and then cracked. The patient had roughly 19 days of infusion before experiencing issues with the needles." No other information was provided. Additional information 05/30/2024: it was reported patient had to be re-accessed but no harm noted at this time. It was reported this occurred with four devices. This report addresses the first device.